Event description:
Patient experienced problems immediately following implantation. Loss of range of motion. Pain. Sleep disturbance. Swelling down arm. Patient is not satisfied with result. Depression.